Event description:
"Treo limb was opened and prepped as normal. The device was advanced and positioned as normal. Deployment started by turning the gray turn knob in the direction of the arrows (clockwise). The first stent was exposed and flowered as normal. After the first couple stents were exposed, a clicking noise was heard from the delivery system and the physician was not able to deploy the graft any further by turning the gray turn knob in the direction of the arrows (clockwise). The physician was able to finish deployment by holding the black stationary grip and pulling the gray turn knob. The leave behind sheath was detached and the device was removed from the patient as normal. A terumo aortic balloon was prepped, advanced, and used in the limb as normal. On the completion angiogram an endoleak was observed at the distal end of the graft. The physician ballooned the entire limb again using the terumo aortic balloon and took another angiogram. An endoleak was still present. The physician stated he believed the leak was attributed to the deployment of the limb. Another treo limb was opened, prepped, advanced, positioned, and deployed as normal to reline the previously implanted graft. Another completion angiogram was performed and no endoleak was observed." Patient outcome: "as of this time, no adverse outcome occurred to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Treo limb was opened and prepped as normal. The device was advanced and positioned as normal. Deployment started by turning the gray turn knob in the direction of the arrows (clockwise). The first stent was exposed and flowered as normal. After the first couple stents were exposed, a clicking noise was heard from the delivery system and the physician was not able to deploy the graft any further by turning the gray turn knob in the direction of the arrows (clockwise). The physician was able to finish deployment by holding the black stationary grip and pulling the gray turn knob. The leave behind sheath was detached and the device was removed from the patient as normal. A terumo aortic balloon was prepped, advanced, and used in the limb as normal. On the completion angiogram an endoleak was observed at the distal end of the graft. The physician ballooned the entire limb again using the terumo aortic balloon and took another angiogram. An endoleak was still present. The physician stated he believed the leak was attributed to the deployment of the limb. Another treo limb was opened, prepped, advanced, positioned, and deployed as normal to reline the previously implanted graft. Another completion angiogram was performed and no endoleak was observed." Patient outcome: "as of this time, no adverse outcome occurred to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.